Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-24102019-0000569167 represents the adverse event which occurred on (B)(6) 2013. Mwr-24102019-0000569173 represents the adverse event which occurred on (B)(6) 2014. Mwr-24102019-0000569177 represents the adverse event which occurred on (B)(6) 2015. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that patient underwent removal of mesh on (B)(6) 2013 due to hernia recurrence, scarring, obstruction, adhesion, nerve damage and pain. No additional information was provided.